Event description:
The customer reported being in the emergency room due to high blood glucose of 421mg/dl. The customer experienced chest pain and dizziness. The caller stated that the cannula was bent, but the insulin pump did not alarm no delivery. Troubleshooting could not be performed as customer recently has changed the infusion set. Advised the caller to call back if her glucose level does not drop. The blood glucose reading by the end of call was 385mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.